Event description:
The patient contacted animas on (B)(6) 2013 reporting a car accident associated with a blood glucose down to 27 mg/dl. The patient indicated that during the low the patient drove off the road; the patient was not able to provide additional details as the event took place 3 years earlier. The pump was unavailable for review because the patient had already replaced the pump since the event. The patient was unable to provide a model of the pump or the date of event. This report is made based on the allegation of the patient¿s reported hypoglycemic event of unclear cause.

Manufacturer narrative:
The patient was unable to provide information on the pump that was in use at the time of the event. If a device is returned related to this event, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.